Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #:mc1avr1-delsys / expiration date: 28-jul-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 16-feb-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. During implant of a leadless implantable pulse generator (ipg) the patient experienced perforation and tamponade. During the implant a drain was used. The following day as a result of the perforation at implant the patient became deceased.